Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the revision procedure was cancelled since there was nothing wrong with the patient's system. No further course of action will be taken.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.